Manufacturer narrative:
Info received from the user facility indicated that the device was discarded and will not be returned to the MFR for eval.

Event description:
It was reported that during a knee arthroscopy while shaving the meniscus the surgeon noticed metal shavings from the device in the operative field. The joint was continuously irrigated and suctioned, and it appeared that the shavings were successfully removed. The device was used to complete the procedure. There was no injury to the pt.